Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this health care professional contacted boston scientific technical services to report that this patient was presented to the clinic with no lv offset programmed. The patient has been feeling tired since the device was implanted. A review of electrogram printouts identified lack of lv pacing associated with lv oversensing. The technical services consultant suggested changing the lv sense vector and/or making the lv automatic gain control less sensitive. The health care professional reprogrammed the lv sense to 1.5 mv and no oversensing was noted. The health care profession reported that the device was now lv pacing. The health care professional was satisfied with this reprogramming change and no further action was required.